Event description:
Complainant allleged that during a routine shift check by a clinician, the device intermittently displayed only a green dot on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.